Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D6b: unknown.

Event description:
Updated event description: it was reported that on (B)(6)2021, the patient underwent removal of an unknown intramedullary nail on the right hip. The unknown nail was identified by the surgeon as a synthes tfna, so tfna removal set was brought in. Originally, the case was scheduled on (B)(6)2021 but the patient was not cleared for surgery due to cardiac issues. The rep from a different company had seen the x-rays and said that it was a gamma that needs to be removed. Once in the room, x-rays were brought up and realized that it was not a tfna and confirmed as a synthes proximal femoral nail antirotaion (pfna) out of europe. There was no instrumentation to remove the said unknown nail. So the surgeon attempted to remove the nail by using the flexible hex screwdriver, entire array of the conical extractors, extraction hook, metal cutting bur and an unknown pliers but was unsuccessful. There was a surgical delay of unknown minutes as the surgeon tried to figure out solutions to remove the nail. The surgeon decided not to continue at this point as removal of the unknown nail would result to destruction of the femur. Only broken fragments were coating from nail and metal fragments from metal cutting burr. All were successfully removed. The patient was closed with the unknown nail still inside the patient. This report is for one (1) unknown pfna nail.

Manufacturer narrative:
Product complaint (B)(4). This report is for an unknown nail/unknown lot. Part and lot numbers are unknown, UDI number is unknown. Implant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Not available - implanted . Initial reporter is j&j company representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, patient underwent an unknown surgical procedure for unknown reason. The surgeon attempted to remove proximal femoral nail antirotating (pfna), european style nail and we don't have any instrumentation or anything that will able to remove this nail from the patient, in fact the nail still lodged in the patient. Surgeon is looking for alternative solution. It is unknown how the procedure was completed. It is unknown if there was surgical delay. Patient outcome is unknown. Concomitant device reported: unknown pfna blade (part# unknown; lot# unknown; quantity: 1). Unknown locking screw (part# unknown; lot# unknown; quantity: 1). Unknown pfna end cap (part# unknown; lot# unknown; quantity: 1). This complaint involves one (1) device. This report is for one (1) unk - nails: pfna. This report is 1 of 1 for (B)(4).